Manufacturer narrative:
Sensor 3mh002khwhm has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A family member reported a 12-year-old customer obtained higher values while wearing the adc freestyle libre 2 sensor compared to the built-in meter. On 06-feb-2021 a sensor scan of 80 mg/dl and the customer experienced unspecified symptoms of hypoglycemia and subsequently lost consciousness. A built-in blood gluocse of 20 mg/dl was obtained and the mother provided oral glucose to the customer to treat hypoglycemia. When plotted on the parkes error grid, a sensor scan result of 80 mg/dl and a built meter result of 20 mg/dl fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A family member reported a (B)(6) customer obtained higher values while wearing the adc freestyle libre 2 sensor compared to the built-in meter. On (B)(6) 2021 a sensor scan of 80 mg/dl and the customer experienced unspecified symptoms of hypoglycemia and subsequently lost consciousness. A built-in blood gluocse of 20 mg/dl was obtained and the mother provided oral glucose to the customer to treat hypoglycemia. When plotted on the parkes error grid, a sensor scan result of 80 mg/dl and a built meter result of 20 mg/dl fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.